Event description:
The customer reported an au5800 clinical chemistry analyzer generated erroneous total protein (tp) results. The customer found four results which had been flagged as erroneous; two of the four results were provided for review. There were no erroneous results reported out of the laboratory. Patient treatment was not impacted in connection with this event.

Manufacturer narrative:
Beckman coulter (bec) field service was dispatched to the site and determined erroneous results were caused by a misaligned reagent transfer assembly; the misalignment was corrected. There have been no further reports of issues. (B)(6).